Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 85% stenosed lesion was located in the mildly tortuous, noncalcified, proximal right coronary artery (rca). The lesion was pre-dilated with a 2.5x9mm maverick balloon. The physician attempted to place a 2.5x13mm non bsc stent through previously placed stents, but was unable to cross. Pre-dilation was done again using a 2.5x9mm maverick balloon. The physician then attempted to place a taxus express2 2.5x12mm drug eluting stent, but was unable to cross again and upon removal noted the catheter was kinked. The physician then tried to straighten the catheter and it broke into two pieces. The distal portion of the catheter was still in the guide, but not exposed in the patient artery. The guide catheter, sds and guidewire were removed as one unit to ensure patient safety. A taxus express2 2.5x12mm drug eluting stent was then implanted successfully. No patient injuries or complications occurred. Patient status is satisfactory.